Event description:
The customer reported that as the operator was discontinuing an apheresis procedure, she was pulling the needle from the donor¿s arm and she did not align the wings of the needle with the needle protection device. The misalignment resulted in a needle stick and exposure to the donors blood. The donor was tested for infectious disease through the customer¿s normal testing package. The operator followed the site¿s sop for testing related to a blood exposure. Testing is negative on the donor and operator at this time. The disposable kit is not available for return because the customer discarded the set. The operator¿s info is provided. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
(B)(4). Investigation eval and corrective actions are in process. A follow up report will be provided.